Event description:
It was reported a normal estimated replacement indicator (eri) was shown on the patient¿s device. It was also reported the lead fragment was left on a revision. It was stated that during the lead revision the old lead was removed and a fragment was left in the foramen. It was noted the portion was small and included the four electrodes. Reportedly, the lead was replaced and there was no impact to the patient or procedure. It was later reported the reason for the lead revision was the implantable neurostimulator (ins) was being replaced and the patient requested a fresh lead after 12 years and stated they thought benefit was lessened before the battery depleted. It was stated the lead revision was successful and it resolved the initial issue. The patient reported better stimulation and efficacy than before.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was electrically okay. The lead was not completely seated in the connector port which was likely due to the explant. It was stated they were unable to perform system test due to the return condition of the lead. Final device analysis of the lead revealed the following: an unknown conductor was broken due to overstress damage. There was cosmetic mio on the insulation and the insulation broke at the butt joint adjacent to the #0 connector. All conductors were broken suspected at the grip lock anchor site and there were grip lock anchor marks.

Manufacturer narrative:
Concomitant medical devices: product ID: 3966, lot# la2116, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 3966, lot# la2116, product type lead. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.